Event description:
The customer reported that on (B)(6) 2014, the extra corporeal life support (ecls) back-up circuit was primed with crystalloid solution (plasmalyte a). The prime was recirculated for de-airing circuit and stored for later use ina controlled area of ICU where traffic is minimized. All open ports on the circuits are "capped" and the circuit is covered with clean cloth barrier. This is required per the hospital protocol to have primed circuit available at all times. On (B)(6) 2014, it was noted that a leak had occurred from the "angled vent-port" located at the bottom of the quadroxid membrane. This did not occur when the circuit was initially primed, recirculated/de-aired, and stored on (B)(6) 2014. The volume noted on the floor beneath the membrane directly below the "angled vent port" was estimated to be 15-20cc's in total volume. The quadroxid was changed and sequestered to be returned and evaluated for leak.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).